Event description:
Pt with endometriosis and severe pain. Or: st iii endo , loa, cautery of endo , intergel. Two weeks later: pain, was in 2 nights ago with nl wbc, neg us, most likely secondary to intergel, start dl 11.25, f/u2m. Two weeks later: pain with urination, may be endo or intergel, told of intergel recall, check cbc, bun, cr, f/u 1 week. The next day: spoke with dr. Six days later: burning in abd, red, itching, us-, await lupron affects, the next month: pain now 1/10, +hf, aygestin, 2m. Two months later: pain better, not taking add-back, change to prempro [ .5], 1m t/c lt dl.